Manufacturer narrative:
H3: product analysis did not identify any fault. Device analysis for product ID: nim4cpb1, serial/lot #: (B)(6) found that there was stim board failure and missing outer shroud. Device analysis for product ID: nim4cpb1, serial/lot #: (B)(6), found that there was missing outer shroud. H6: previously applied codes of fdm b17, fdc d16 and fdr c20 are not longer applicable. Previously applied code of img g02005 for product ID: nim4cpb1, serial/lot #: (B)(6) is no longer applicable. Code of fdr c07 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6) and product ID: nim4cpb1, serial/lot #: (B)(6). Codes of fdr c0201 and fdc d02 is applicable for product ID: nim4cpb1, serial #: (B)(6). Codes of fdc d20 and fdc d1102 is applicable for product ID: nim4cpb1, serial #: (B)(6). Code of fdc d20 is applicable for product ID: nim4cm01 and serial #:(B)(6). Additional code of img g04037 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6) and product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the nim system provided inconsistent feedback. The system did not provide audible feedback when on a nerve but did provide feedback when not on a nerve. Audible "interference" was present both with and without the pi box cable connected. There was a lot of noise when the probe was away from the nerve, and when near the nerve, the signal was barely audible. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Additional code of img g02005 is applicable to product ID: nim4cpb1, serial/lot #: (B)(6) and product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.